Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the hospital as an outpatient and controller clock not set alarms were noted. The patient did not change anything while staying at home and the alarm appeared once connected to the system monitor at the hospital. Both the periodic and event log files captured controller clock corrupt events which is an alarm that only displays on the system monitor. This is usually caused by a total loss of power to the system. A total loss of power would also cause a pump stop and the controller clock to default to timestamp (B)(6) 2000. The amount of time the pump was off could not be determined. Once the power was restored the pump returned to operating at the set speed.

Event description:
Additional information was received that the cause of the clock reset was highly suspected to be caused from a total loss of power. The patient did not experience clinical symptoms but the patient was to be educated about efficient battery use.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a controller clock corrupt alarm indicative of a total loss of power to the system controller, which would have caused the pump to stop. The controller event log file contained events from 13jan2000 through 25jan2000. A controller clock corrupt alarm was captured throughout the entirety of the file. The corrupt timestamps are indicative of a complete loss of external power as well as full depletion of the system controller backup battery. These events would have led to the pump stopping and the controller clock resetting. A specific duration of time for which the pump was stopped could not be conclusively determined. No other notable events or alarms associated with the pump were captured. The pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) IFU and the heartmate 3 lvas patient handbook are currently available. The IFU and patient handbook contain information on system controller alarms, as well as the proper actions associated with them. These documents also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. Additionally, the ¿handling emergencies¿ section of the patient handbook lists examples of emergencies and what actions to take. Furthermore, the patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the IFU and patient handbook can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.